Event description:
Caller reported experiencing a cartridge alarm 20, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl; thus, there was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, providing the caller with a pump featuring updated software, and advised on procedures related to using a g7 sensor, storage mode, and backup therapy via multiple daily injections to ensure uninterrupted insulin delivery. Caller received instructions on returning the faulty pump and acknowledged understanding the guidance provided by technical support.